Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient experienced fast heart rate and syncope when walking out to his car. Boston scientific technical services (ts) was consulted and discussed that the noise could be electromagnetic interference (emi) or atrial tachycardia. It was further noted that the shock put the patient into a true arrhythmia and two additional shocks were administered by the subcutaneous implantable cardioverter defibrillator (s-ICD). The first shock did not convert the arrhythmia but the second shock was successful at converting it. The patient was brought into the office and sensing vectors were reviewed. It was observed that in one of the sensing vectors the signal was very large and had clipping which caused noise signals. Ts discussed there was a concern regarding large signals and true arrhythmias being appropriately sensed. The physician initially opted to adjust the patient's medication and planned an explant procedure. The physician had a concern over electrode integrity. Approximately two week later the s-ICD and electrode were explanted due to the inappropriate shocks. Although the physician was concerned over electrode integrity, during the procedure the field representative observed when the physician rotated the setscrew on the s-ICD, the electrode appeared to possibly come out of the header before the physician was done rotating, thus indicating concern over possible loose connection. The electrode and s-ICD were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. An electrode was fully inserted into the lead barrel and the set screw was tightened down. The set screw held the lead firmly in place. No noise was seen on the ECG in any of the sense vectors, all while manipulating the device and tapping on the header. The device impedance was within range. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient experienced fast heart rate and syncope when walking out to his car. Boston scientific technical services (ts) was consulted and discussed that the noise could be electromagnetic interference (emi) or atrial tachycardia. It was further noted that the shock put the patient into a true arrhythmia and two additional shocks were administered by the subcutaneous implantable cardioverter defibrillator (s-ICD). The first shock did not convert the arrhythmia but the second shock was successful at converting it. The patient was brought into the office and sensing vectors were reviewed. It was observed that in one of the sensing vectors the signal was very large and had clipping which caused noise signals. Ts discussed there was a concern regarding large signals and true arrhythmias being appropriately sensed. The physician initially opted to adjust the patient's medication and planned an explant procedure. The physician had a concern over electrode integrity. Approximately two week later the s-ICD and electrode were explanted due to the inappropriate shocks. Although the physician was concerned over electrode integrity, during the procedure the field representative observed when the physician rotated the setscrew on the s-ICD, the electrode appeared to possibly come out of the header before the physician was done rotating, thus indicating concern over possible loose connection. The electrode and s-ICD were explanted. No additional adverse patient effects were reported.